Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. No patient injuries or complications were reported.